Event description:
Customer reported receiving a sensor error and lost sensor alarm. The customer also reported a button error alarm had occurred. Customer's blood glucose was 100 mg/dl. The customer also states the sensor was not fully inserted/flat against the skin. Customer was advised the sensor may not be working. No additional information provided.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed 1 of 2 sensors failed due to high readings. 2nd sensor failed with low reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.